Event description:
Sorin group received a report that the disposable pump head was not seated properly into the drive unit of the stockert centrifuge pump system which caused the pump head to overheat during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the customer perfusion pack. The cobe revolution centrifugal blood pump with pc is a component of the perfusion pack. The 510(k) number of the pump head is k030462. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow-up report will be sent when the investigation is completed.